Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient was experiencing pain. The patient underwent a revision procedure. No further information has been obtained despite good faith efforts.